Manufacturer narrative:
Correction: the investigator assessed the event as not related to study device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient has a history of hypertension, hyperlipidemia, stroke and history of pad. Index procedure was prompted by unstable angina and positive stress test. During index procedure, two resolute onyx drug-eluting stents were implanted in the lad. Following day, patient had elevated troponin level. Investigator assessed event is probably related to the study device but not related to the antiplatelet. Cec adjudicated the event as mi (target vessel), involving the lad. Sponsor assessed the event as not related to index device or antiplatelets medication.